Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in a transannular patch, the thv was deployed and was felt to be partially in the right ventricle (rv) and potentially unstable due to the anatomy being borderline large and difficult to appreciate. The team attempted to post dilated to better seat the thv. However, post inflation with the delivery system, the valve embolized into the rv. The team attempted to push the thv into the right ventricular outflow tract, but were not successful. The patient was sent to surgery for removal of the devices and surgical valve implant.

Manufacturer narrative:
Correction to h6 based on additional information. The complaints for malpositioned thv and thv embolized into ventricle were unable to be confirmed as applicable imagery was not returned. No potential manufacturing non-conformance was identified during evaluation. Per the instructions for use (IFU), valve malposition and embolization requiring intervention are known potential adverse events associated with the transcatheter heart valve replacement procedure. As reported, 'the thv was deployed and was felt to be partially in the rv and potentially unstable due to the anatomy being borderline large and difficult to appreciate.' If the landing zone is too large, the valve may be too small for the patient and not sufficient to create a secure contact with the annulus. In addition, this was an off-label case. The edwards sapien 3 valve with the commander delivery system is not indicated for use in a transannular patched pulmonic area. Per the IFU, the sapien 3 valve requires a non-compliance landing zone for anchoring and securing its position. As such, the combination of these patient (large landing zone) and/or procedural factors (incorrect valve sizing, off-label use) may have resulted in incorrect positioning of the valve. However, without imagery, a definitive root cause was unable to be determined. Furthermore, the complaint description reports, 'post inflation with the delivery system, the valve embolized into the rv.' In this case, the valve likely embolized into the right ventricle as the valve was malpositioned (partially in the rv) and not being securely anchored during initial deployment. Available information suggests patient (large landing zone) and/or procedural factors (malpositioned thv, off-label use) may have caused the valve to embolize. However, without imagery, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.